Event description:
Claimant fell down outside as she was taking a walk, and the leg of the walker snapped. Claimant was in pain as she hurt her wrist and her back. If the leg snapped after the fall, it may be caused by a shock. No ambulance was required at the time of the incident.

Manufacturer narrative:
According to our phone discussion with the claimant, it has been a couple of years that she was using the walker and she uses it quite often. The snapping of the leg could have been caused by metal fatigue over the years. Our regulatory department contacted the claimant and requested that pictures be sent over of the walker and the walker returned to amg. No pictures were ever provided and the rolling walker was never returned.